Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part:440.838s, lot: l803509, manufacturing site: raron, release to warehouse date: 27.march 2018, expiry date: 01.march 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. The received part was forwarded to the manufacturer for evaluation: the returned plate with article number 440.838 (tomofixtibheadpl anatom med prox r he 4h) and lot number l803509 is cracked at hole d. The complaint regarding the crack of the device is confirmed. All critical to quality features considered relevant to the plate crack were remeasured and have found to be in specification. The device history records was reviewed including the review of the documented measurements during production. All values have found to be in specification. No ncrs were generated during the manufacture of the product. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. It was determined that the device is cracked due to post manufacturing damage. No manufacturing related issues were observed during investigation. Therefore, the complaint is acknowledged but not valid from the manufacturing point of view. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient underwent revision surgery on (B)(6) 2019, due to a crack on a tomofix tibial head plate. The patient initially underwent high tibial osteotomy due to gonarthrosis on (B)(6) 2018 and was implanted with the tomofix system. On an unknown postoperative date, the patient hit the affected site on a low table. An inspection was done at the hospital and it was found out that there was a crack on the plate at the d hole. During the revision surgery, the cracked plate as removed and replaced with a new plate. It was observed that bone union had already occurred, and the affected site was stable. The surgery was completed successfully with no adverse consequence to the patient. Concomitant devices: locking screw (part: 413.322s, lot: l120864, quantity: 1). Locking screw (part: 413.324s, lot: l502779, quantity: 1). Locking screw (part: 413.338s, lot: 9419044, quantity: 1). Locking screw (part: 413.342s, lot: 9592165, quantity: 1). Locking screw (part: 413.348s, lot: l095392, quantity: 1). Locking screw (part: 413.355s, lot: l821249, quantity: 1). Locking screw (part: 413.360s, lot: l928518, quantity: 1). Locking screw (part: 413.360s, lot: l810757, quantity: 1). This report is for a titanium (ti) tomofix medial high tibial plate. This is report 1 of 1 for (B)(4).